Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the starclose se clip was deployed and was found on the skin of the patient although nick and spread was performed. The patient's skin was very thin with the vessels directly under the skin; nearly no subcutaneous tissue. The clip remains in the patient. Manual arterial compression and a compression bandage were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.